Event description:
The physician reported one of his patients developed severe urosepsis requiring hospitalization after spanner removal. The spanner was inserted on (B)(6), the day after receiving transurethral microwave thermotherapy (tumt). The pt wore the device for 2 weeks. After spanner removal a foley catheter had to be placed. Later that same day, the pt called complaining of fever and chills. The physician put him on levaquin right away. The pt was hospitalized for one week. He is being treated for (B)(6) with IV antibiotics for six weeks. The physician has seen the pt twice since being released from the hospital and he is doing much better. Physician stated the pt had high residuals of urine in her bladder prior to the tumt which may have predisposed him to infection and is not sure if the infection was related to the spanner or the tumt.

Manufacturer narrative:
The device was not returned for analysis. A review of the DHR was not performed due to the lot number not being provided. Every device lot is verified as sterile before release into inventory. Urinary tract infections are not a significant rate of occurrence.